Event description:
It was reported that customer saw cgm error message while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset steps, did not see cgm error again after reset, and successfully started new sensor session.